Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and uterine infection ('metal at uterus causing an infection / essure caused infection') in a 32-year-old female patient who had essure (batch no. B53555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included anger, anxious mood and adenomyosis. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), device expulsion ("metal at uterus"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), groin pain ("groin pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), depression ("hormonal changes ¿ depression"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), weight fluctuation ("weight gain/loss"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and infection ("infection (other)"). The patient was treated with surgery (surgery to remove essure , oophorectomy (one side removal of ovary), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine infection, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, groin pain, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, depression, vaginal infection, cystitis, urinary tract infection, migraine, nausea, mental disorder, weight fluctuation, abdominal pain upper and arthralgia had resolved and the infection outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient claimed total infertility on essure. Date(s) of insertion: (B)(6) 2013 (as per pif) discrepancy noted. The opening of both fallopian tubes were visualized and appeared normal. If then the essure implant was placed on the patients right opening first and it went very easily. It was released. The tip was visualized with 5 coils. The other implant was also easily inserted on the other side. 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: the essure devices are in good position with documentation of tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, allergy to metals, dyspareunia. Most recent follow-up information incorporated above includes: on 4-feb-2021: mr received. Reporter information, patient's medical history, lab data, lot number, auto narrative supplement were added. Rcc was updated. Event "plaintiff did not underwent an essure confirmation test" was deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and uterine infection ('metal at uterus causing an infection / essure caused infection') in a 32-year-old female patient who had essure (batch no. B53555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included anger, anxious mood and adenomyosis. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), device expulsion ("metal at uterus"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), groin pain ("groin pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), depression ("hormonal changes ¿ depression"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), weight fluctuation ("weight gain/loss"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and infection ("infection (other)"). The patient was treated with surgery (surgery to remove essure , oophorectomy (one side removal of ovary), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine infection, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, groin pain, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, depression, vaginal infection, cystitis, urinary tract infection, migraine, nausea, mental disorder, weight fluctuation, abdominal pain upper and arthralgia had resolved and the infection outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient claimed total infertility on essure. Date(s) of insertion: (B)(6) 2013 (as per pif) discrepancy noted the opening of both fallopian tubes were visualized and appeared normal. If then the essure implant was placed on the patients right opening first and it went very easily. It was released. The tip was visualized with 5 coils. The other implant was also easily inserted on the other side. 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: the essure devices are in good position with documentation of tubal occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, allergy to metals, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and uterine infection ('metal at uterus causing an infection / essure caused infection') in a 32-year-old female patient who had essure (batch no. B53555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included anger, anxious mood and adenomyosis. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), device expulsion ("metal at uterus"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), groin pain ("groin pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), depression ("hormonal changes ¿ depression"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), weight fluctuation ("weight gain/loss"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and infection ("infection (other)"). The patient was treated with surgery (surgery to remove essure , oophorectomy (one side removal of ovary), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine infection, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, groin pain, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, depression, vaginal infection, cystitis, urinary tract infection, migraine, nausea, mental disorder, weight fluctuation, abdominal pain upper and arthralgia had resolved and the infection outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient claimed total infertility on essure. Date(s) of insertion: (B)(6) 2013 (as per pif) discrepancy noted the opening of both fallopian tubes were visualized and appeared normal. If then the essure implant was placed on the patients right opening first and it went very easily. It was released. The tip was visualized with 5 coils. The other implant was also easily inserted on the other side. 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: the essure devices are in good position with documentation of tubal occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, allergy to metals, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and uterine infection ('metal at uterus causing an infection / essure caused infection') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test". In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), device expulsion ("metal at uterus"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), groin pain ("groin pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), depression ("hormonal changes ¿ depression"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), weight fluctuation ("weight gain/loss"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and infection ("infection (other)"). The patient was treated with surgery (surgery to remove essure , oophorectomy (one side removal of ovary), tubal ligation). Essure was removed. At the time of the report, the fallopian tube perforation, uterine infection, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, groin pain, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, depression, vaginal infection, cystitis, urinary tract infection, migraine, nausea, mental disorder, weight fluctuation, abdominal pain upper and arthralgia had resolved and the infection outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, groin pain, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient claimed total infertility on essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received : previously reported event ¿injury nos¿ replaced with ¿abnormal bleeding (vaginal)", new events added :¿abnormal bleeding (menorrhagia), device expulsion, metal at uterus causing an infection, dysmenorrhea, apareunia, dyspareunia, fatigue, hormonal changes: depression, infection (bladder/urinary tract/vaginal), infection (other), migraines/headaches, nausea, nickel allergy, fallopian tube perforation, psychological or psychiatric problems, weight gain/loss, pelvic pain, hip pain, groin pain, plaintiff did not underwent an essure confirmation test¿, reporter¿s information ,patient¿s demographics were added. All events outcome updated to ¿recovered /resolved¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.